Event description:
It was reported that this patient was being checked due to complaints of having palpitations. Review of the pacemaker found the right ventricular (rv) lead had a lead safety switch from bipolar to unipolar configuration due to low out of range pacing impedances less than 200 ohms. There were also observations of noise, and pacemaker mediated tachycardia (pmt) episodes that appeared to be patient driven. The plan was to reprogram to bipolar and further test in the clinic the following week. The system remains in-service at this time. No adverse patient effects were reported.